Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the generator, and an irrigation test was performed; the device was found occluded, due to the irrigation test was interrupted by the smart ablate pump. Further investigation under microscope inspection, revealed reddish material presumably blood residues occluding the irrigation tube along the shaft area. A manufacturing record evaluation was performed for the finished device 31400307l number, and no internal action related to the reported complaint condition were identified. Since reddish residues, presumably, blood, were observed occluding the irrigation tube, this failure could be related to the irrigation issue - during the procedure described by the customer; therefore, the customer complaint was confirmed. The potential cause could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port, luer hub) was not irrigating. The catheter was found to be occluded while draining. It was confirmed that this was discovered during use. The catheter settings were correct. There were no errors on the irrigation pump. A second device was used to complete the operation. There was no adverse event reported on patient.